Event description:
The customer reported that the images appeared grainy on the screen.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed and replaced the imp and vcp on the system, the problem has not occurred through exensive testing of the system. The system boots up, and operates error free and within specifications.